Event description:
Fire dept personnel were attending to a pt, condition unk. Reportedly during an attempt at countershocking the pt, the device failed to discharge immediately, however did discharge successfully after a slight delay. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's lack of viability.